Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarms were confirmed via the submitted log file. The mobile power unit (mpu) was not returned for analysis; however, a log file (a6031332) was submitted for review with events spanning approximately 8 days (26may2021 ¿ 03jun2021 per timestamp). No external power alarms were active on 28may2021 from 07:14:13 ¿ 07:14:19, and on 31may2021 at 14:13:48 ¿ 14:13:58. These alarms appear to be caused due to a loss of ac power while connected to the mpu. The no external power alarms activated due the voltage across both cables simultaneously decreasing to ~0.0v in approximately 5 seconds. The backup battery provided power to the system during these events. The alarm cleared when power was restored to the controller. Pump operation was not affected. Additionally, a total loss of power event was active on 31may2021 at 20:54:14 ¿ 20:54:19 that was associated with low power hazard and no external power alarms. The no external power alarm activated despite both cables being connected to the mpu. The backup battery supported the system during these events. The alarms cleared once power was restored and pump operation was not affected. There were no other notable events active in the log file. Multiple good faith efforts were sent requesting additional information regarding the serial number of the device, if any equipment was exchanged or would be returned, if the mobile power unit (mpu) had a v-lock connector on the ac power cord, if the cord came loose from the unit or the outlet, and if there were any environmental circumstances that could have caused the reported event. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this analysis; however, the alarms appear to be due to a total loss of power. A device history record could not be reviewed due to a serial number not being provided for the mobile power device. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage, power cable disconnect and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii IFU under section 3 ¿powering the system¿ explains the various ways to power the heartmate iii lvas, including how to use the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Heartmate iii patient handbook and heartmate iii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Log files were sent in for evaluation. Multiple no external power alarms were seen on (B)(6) 2021 and (B)(6) 2021. No additional information was provided.